Manufacturer narrative:
(B)(4). The sample has been requested but has not yet been received by baxter. A follow-up medwatch report will be submitted when additional information us available or if a sample is received and evaluated.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to explain that an infusor had a ruptured bladder during priming. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.